Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported patient effect of air embolism appears to be related to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade mitral regurgitation for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced into the left atrium when air was identified at the proximal end of the sgc during negative pressure suction while withdrawing the dilator and guidewire. At this time, the patient experienced a myocardial infraction believed to be caused by a potential air embolism. The sgc was removed from the patient and the procedure was discontinued. The final mr was grade. There were no clinically significant delays were reported.